Manufacturer narrative:
(B)(4). Date sent: 11/8/2022 h10: second device analysis listed on the manufacture report number, has its own mw and is reported on manufacture report number 3005075853-2022-07686.

Manufacturer narrative:
(B)(4). Batch # 670a81. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with joint cover damaged and with one ecr45d reload present. The reload was received unfired and severely damaged to three piece with pan detached and 16 drivers missing, the sled was missing. In addition, some blood was noted on the reload. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. The damage on the joint cover, it is possible that the device was intended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage on the reload is related to improper use. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with one crack on the bailout door and with no reload present. Also, when the bailout door has removed the part that pressed the actuator switch for the internal circuit on the bailout door was damaged. The device was tested for functionality in the straight position with a test bailout door and a test reload, achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the bailout door became damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.